Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709, lot# j0056641r, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
It was reported that the healthcare provider (hcp) was able aspirate the reservoir, but was unable to fill it. Aspirating the pump was ¿really difficult, slow¿ and there was lots of air, but the hcp was able to aspirate was she expected, which was 4.8ml. There was no depth issue. The hcp was confident that she was in the refill port and felt metal on metal when inserting the needle. The device system was used to deliver morphine.